Event description:
Pt reported obtaining discrepant results on several sets of back-to-back tests while using the suspect device: 33 mg/dl and 116 mg/dl, 18 mg/dl and 93 mg/dl, 61 mg/dl and 143 mg/dl, and 64 mg/dl and 186 mg/dl. Pt indicated that therapy was not modified based on thiese values. No pt injury was reported and no treament was received. Qc testing was not performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.